Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: "loosening, bending, cracking or fracture of the components or loss of fixation in bone attributable to nonunion, osteoporosis, markedly unstable comminuted fractures..."

Event description:
It was reported that patient underwent a fracture reduction procedure on (B)(6), 2013. Subsequently, a revision procedure was performed on (B)(6), 2014 due to breakage of the hip fracture nail. The surgeon indicated the breakage occurred due to non-union at the fracture site and that the initial reduction could have been improved. The nail was removed and replaced.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch: examination of returned device found no evidence of product non-conformance. Evaluation of device found evidence that failure mode was due to non union and excessive force.